Manufacturer narrative:
This report is being filed to provide additional information in h.10. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A used optia set containing blood was returned for investigation. It was noted that blood warmer tubing was returned with the disposable set. The disposable set was visually evaluated for any mis-assembly, leak location, or defect that could have contributed to the reported incident with no anomalies observed. Air bubbles were found throughout the blood warmer tubing as well as in the inlet flow path of the cassette. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. Investigation is in process, a follow-up report will be provided.

Event description:
The customer called terumo bct customer support to report a pediatric patient received approximately 3 inches of air during a continuous mononuclear cell collection (cmnc) procedure. The air was reported to be in the blood warmer tubing. The leurs were checked and confirmed to be tight and there was no obvious signs of blood clotting. There was no medical intervention and the patient is stable. The patients ID and weight were not provided by the customer.

Event description:
The customer called terumo bct customer support to report a pediatric patient received approximately 3 inches of air during a continuous mononuclear cell collection (cmnc) procedure. The air was reported to be in the blood warmer tubing towards the end of the collection. All luer connections were tight and were checked by a second staff member. The customer said it was not obvious if there was clotting in the channel or in the return reservoir, and there were no alarms. There was no medical intervention and the patient is stable. The patients ID was not provided by the customer. Patient's weight was obtained from the run data file (rdf).

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A used optia set containing blood was returned for investigation. It was noted that blood warmer tubing was returned with the disposable set. The disposable set was visually evaluated for any mis-assembly, leak location, or defect that could have contributed to the reported incident with no anomalies observed. Air bubbles were found throughout the blood warmer tubing as well as in the inlet flow path of the cassette. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. The run data file (rdf) was analyzed for this event. On a systems level no issue with this optia was identified. All safety systems remained in place and the appropriate alarms were raised. The device was found to be operating as expected. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: * air in the blood warmer line that may arise if the luer connection between the return and blood warmer line is too tight that a small crack may appear, or the blood warmer may be placed too high up from the patient access point that air can develop in the line as a result. * another possible root cause for air bubbles in the blood warmer tubing was due to outgassing of cold replacement fluids. During exchange procedures on spectra optia, the replacement fluids may be cold. If they are not allowed to warm to room temperature, and if the return blood is warmed, air bubbles may form. The reason for this "outgassing" is that gasses are more soluble in liquids at low temperatures than at higher temperatures. If at a low storage temperature air is available to dissolve in a fluid and approaches its equilibrium solubility at that temperature, when the fluid is warmed the air will come out of solution, because its solubility is exceeded at the higher temperature. It is typically described as chains of very small bubbles or foam, which tend to rise toward the top of the tubing. The small bubbles may coalesce to form larger bubbles. * occlusion in the set due to clotting or debris.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A used optia set containing blood was returned for investigation. It was noted that blood warmer tubing was returned with the disposable set. The disposable set was visually evaluated for any mis-assembly, leak location, or defect that could have contributed to the reported incident with no anomalies observed. Air bubbles were found throughout the blood warmer tubing as well as in the inlet flow path of the cassette. Investigation is in process, a follow-up report will be provided.

Event description:
The customer called terumo bct customer support to report a pediatric patient received approximately 3 inches of air during a continuous mononuclear cell collection (cmnc) procedure. The air was reported to be in the blood warmer tubing. The leurs were checked and confirmed to be tight and there was no obvious signs of blood clotting. There was no medical intervention and the patient is stable. The patients ID and weight were not provided by the customer.